Manufacturer narrative:
The cause for the (B)(6) advia centaur xp (B)(4) patient result compared to (B)(6) test results from two other alternate (B)(4) test methods is unknown. There are no other reports of issues for other patient samples at this site. The sample is not available to be sent to siemens for testing. A siemens field application specialist went on site and evaluated the performance of the quality control results and assay calibrations and found them acceptable. The system is performing to specification. The limitations section of the instructions for use states the following: "the results from this or any other diagnostic kit should be used and interpreted only in the context of the overall clinical picture. A (B)(6) test result does not exclude the possibility of exposure to hepatitis c virus.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2014-00084 on march 14, 2014 for a (B)(6) advia centaur xp hcv (ahcv) result which was considered discordant compared to historical (B)(6) results and (B)(6) results from two alternate hcv test methods. Correction: the initial MDR stated that the sample was not available to be sent to siemens for testing, however, siemens was able to obtain the sample. On une 13, 2014 - additional information: siemens received the sample from the customer and tested the sample on the advia centaur with three reagent lots of (B)(6). Based on these results, the sample is non-reactive and consistent with the customer's observations.. The issue is not a site specific issue. Siemens also performed immunoblot testing on the sample which resulted in a (B)(6) interpretation. (B)(6). There are no other reports of (B)(6) result for other patient samples at this site.

Event description:
A (B)(6) advia centaur xp (B)(4) result was obtained on a patient sample and considered discordant compared to historical (B)(6) results and (B)(6) results from two alternate (B)(4) test methods. There is no known report of patient treatment being altered or prescribed or adverse health consequences due to the (B)(6) advia centaur (B)(4) assay result.